Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nothing was displayed on the screen. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: power did not turn on was due to g1(printed circuit board) failure and for nothing was displayed on screen the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor did not power up. The issue was found during maintenance. There were no reports of patient involvement.